Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) therapy and shock for an atrial driven rhythm. The shock converted the patient's rhythm. The device remains in use. No additional adverse patient effects were reported.